Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a concomitant pulmonary vein isolation procedure with watchman, a faradrive sheath was selected for use. During the procedure, the physician was unable to aspirate the faradrive sheath after inserting the farawave catheter. The sheath was replaced, but the issue persisted with the new sheath. Upon replacing the catheter, aspiration was successfully achieved with the new catheter in place. There were no patient complications. The sheath is not expected to be returned as it was disposed.